Event description:
Complainant alleged that a female alzheimer's disease pt (age unk), a resident of a pt care facility, was found in bed by a certified nursing assistant in a pulseless and apneic condition. Cardiopulmonary resuscitation was initiated by the staff as they waited for the fire department's medics to arrive. When the medics arrived they placed the pt on the floor and continued cardiopulmonary resuscitation. The medics analyzed the pt's heart rhythm with the device in semi-automatic mode. The device advised one 200 joule shock to the pt, which was delivered to the pt. The device continued analyzing the pt without advising further pt shocks. Further resuscitation was discontinued due to "do not resuscitate" orders on file at the facility. The pt subsequently expired. Upon subseequent review of the device electrocardiograph report, the complainant alleged that the device inappropriately advised shock to a idioventricular heart rhythm.